Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site was site # 3004209178. Lead model 3777 (B)(4) implanted: 2011-(B)(6) explanted: unk; lead model 3888 lot # v498130 implanted: unk explanted: unk; lead model 3888 lot # v804743 implanted: unk explanted: unk; extension model 3708220 (B)(4) 2011-(B)(6) explanted: 2011-(B)(6); accessory model 3550-39 (B)(4) implanted: unk explanted: unk.

Event description:
It was reported that the patient felt like the stimulation coming from the implantable neurostimulator (ins) was intermittently turning off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.